Manufacturer narrative:
The device was received not deployed with the needle cap attached to the bottom housing. The download data from the returned device showed that the device had been deactivated by the user at the end of first prime. Upon manual rotation of the ratchet gear, the needle mechanism deployed normally. Inspection of the device found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.

Event description:
It was reported that the pink slide is visible, but the cannula was not. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.